Event description:
Additional information received from the site indicated the acute blood loss anemia stabilized after surgery and the patient was discharged home.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted at implant due to a suspected perivalvular leak. Upon weaning from bypass, a sub prosthetic valve leak, seemingly paravalvular, was observed at the right coronary cusp. Although there did not appear to be an obvious leak, additional sutures were placed at the right coronary commissure as there appeared to be an area that was loose. The aorta was closed again and intraoperative tee showed the same jet. The annulus size was noted to be between valve sizes. The surgeon elected to replace the device with a 25mm valve. Prior to implanting the 25mm valve, additional decalcification was performed. Seventeen annular sutures were used to implant the 25mm valve. Tee revealed the same jet in the same place. Due to the extended bypass time, the surgeon elected to leave it alone for later evaluation. The patient was transferred to the ICU in stable, but critical condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.